Event description:
An impella cp device was inserted via femoral arterial access in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Following initiation of support, the position-sensing signal was reported to be unstable. No audible alarm activated, based on the signal behavior, the treatment team suspected aic position-sensing optical sensor was defective. The automated impella controller (aic) was exchanged. After the console exchange, the alarm condition resolved, and the impella cp operated as expected without further issues. The reported events are placement signal issue, medical device revision or replacement, and hemodynamic instability. Although the case is coded as product malfunction, the impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the console exchange. The exchange was completed without consequence to the patient, and hemodynamic support was promptly resumed.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed. Investigation summary: data analysis: console logs from the reported day of event are consistent with complaint and show that after 5 days of support, console presented with placement signal not reliable alarm (#1036, invalid optical signal), and did not resolve until pump was unplugged and transferred to a backup console (B)(4), where issue was resolved and support could continue. Ltlog and rtlog data shows that alarm triggered after optical snr dropped to almost 0, raw optical data was invalid (represented as -3276.8), and contrast had unrealistic values fluctuating between -3000 and 3000. Device analysis: reported issue was not reproduced during testing at fs, but because field data was consistent with loss of light in the optical system, and issue was unrelated to pump 627215, this points to intermittent lamp in optical bench. Root cause: reported placement signal not reliable alarm on (B)(4) was caused by loss of light in the optical system, due to optical bench lamp failure.